Event description:
Upon locating the desired area for biopsy, the drill was attached and the trocar was passed through the bone cortex. However, the device failed to obtain a core. The procedure to obtain a core was attempted two more times. Ultimately a new device was opened. The new device successfully obtained a core on the first pass.